Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the (B)(6) time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adaptor connectors (catalog 050-95018) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. All the applicable in-process and final quality control (qc) inspection tests had acceptable results. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for air detected in the cassette and blocked supply bag lines during dwell 5 of 6 and subsequently found that the bag (baxter extraneal icodextrin) had disconnected from the adapter causing a leak. Treatment was discontinued. Follow-up information with the pd nurse revealed that the connection between the supply bag and adaptor was not tightened. There was no observed defect or malfunction regarding the bag or adaptor. The patient did not experience any adverse reaction or require any medical intervention. The patient continues regularly scheduled pd treatments with the cycler. The adaptor was discarded and is not available to be returned to the manufacturer for physical evaluation.